Event description:
It was reported that during a pta/stenting treatment procedure to dilate a lesion in the iliac, removal difficulties were encountered. The physician was attempting to remove the wallstent from the pt and experienced difficulties recapturing the device back into the guide catheter. The physician had to use force to remove the wallstent from the body. No pt injury of complications were reported. Pt status is reported as 'good' following the procedure.